Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer was treated with manual injections and IV drip insulin. The customer also reported other blood glucose level such as over 600 mg/dl. The customer was experienced symptoms of high blood glucose value such as mimocked heartache. The customer was wearing the insulin pump in the past 48 hours of event reported. The insulin pump will not be returned for analysis.